Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alleging possible under delivery. The customer's blood glucose value was 701 mg/dl at the time of incident. Customer¿s current blood glucose level was 120 mg/dl. Customer was hospitalized due to high blood glucose on (B)(6) 2019. Customer treated with intravenous drip and manual shots. Customer experienced symptoms such as nausea and thirsty. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The reservoir will not be returned for analysis.